Event description:
A ventilator was returned to a third-party service center for evaluation a "red light" alarm occurring on the device. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's machine flow sensor and system board were replaced to address the issue.